Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were in hospital due to a diabetic ketoacidosis. The insulin pump alarmed no delivery. The customer was in intensive care unit. The buttons on the insulin pump were very hard to press. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 712 mg/dl. The customer was vomiting when she came in. She was placed on insulin drip. The customer was wearing the insulin pump at time of hospitalization. The no delivery alarm was resolved with a reservoir and infusion set change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent all the buttons response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.